Event description:
It was reported, the patient was experiencing an infection at the lead and ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The penta lead was explanted due to infection. There were no other allegations against the lead. The reported event for infection cannot be verified during lab analysis. As received, the lead was complete but cut. The lead was cut due to the explant procedure. Microscopic inspection of the stimulation end (paddle) revealed all channels 1-16 lead wires were detached from the paddle electrode. Sterility record showed no nonconformances recorded.